Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser energy is consistently not stable.

Manufacturer narrative:
Additional information provided. A laser core module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. The system was able to boot-up with no issue. During initial testing the laser power output was found to be below specification so an attempt was made to recalibrate the output beginning at the lowest calibration point, 200mw. However, the system displayed system message (sm) ¿laser controller power monitor saturation error. Laser functions will be disabled.¿ the system was rebooted and recalibration was attempted again but with the same sm displaying. The system was rebooted once more, but this time the calibration was attempted at a higher power level, 500mw, which was successful. The additional points of the calibration could then be completed and the sm no longer displayed at any power output. The system was then retested and the output was found to meet specifications. The root cause of the reported event can be attributed to the laser power output falling out of the calibrated range over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was replicated. The laser core was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).